Event description:
It was reported that the left ventricular (lv) lead encountered a loss of position resulting in diaphragmatic pacing. The lv lead was unable to be programmed to prevent the diaphragmatic pacing, and was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was returned in segments, analyzed and analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).